Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 (B)(6). H3: one device was received for evaluation. The device had not been in before for repair related to the customer stated problem. Visual and functional tests were performed. An occlusion test was executed with test drive pm-1034: downstream occlusion (dso) sensor trip 1.56 bar. The customer¿s reported problem could not be confirmed as the device¿s dso sensor worked within specification. The root cause of the problem was unknown. No further action will be taken.

Event description:
It was reported that the device had an occlusion alarm at 12 pounds per square inch (psi). There was unknown patient involvement and unknown patient harm/adverse event reported.